Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional testing due to alarm. The insulin pump was received minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported a compromised force sensor system alarm. The customer also reported that their insulin pump was stuck on rewind mode and they were unable to exit the preparing to prime loop. Customer's blood glucose was 347 mg/dl. They had treated their blood glucose with a syringe. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.